Event description:
An endeavor sprint over the wire (otw) drug eluting stent was implanted in the mid rca during index procedure. It is reported that approximately 11.5 months post index procedure the patient suffered a spontaneous gastrointestinal (gi) bleed. It is reported that the patient was admitted for vomiting blood. Upper endoscopy showed acute gastritis, hiatal hernia and possible dieulafoy lesion at gastroesophageal junction. Cauterization of gastritis was done during procedure. Investigator has indicated that gi bleed event was not related to study stent or procedures. Patient was taking aspirin and clopidogrel 24 hours prior to the event.

Manufacturer narrative:
(B)(4). Results: (gi bleed).